Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic for a generator change and during procedure on (B)(6) 2021 the atrial lead was found to have insulation damage. The lead was repaired during the same procedure and no electrical anomalies were noted. The patient was stable.